Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05920 and 3005099803-2012-05921 address these devices. It was reported to boston scientific corporation that a jagwire guidewire was used during an procedure on (B)(6) 2012. According to the complainant, the jagwire was preloaded into an tome and advanced into the patient's common bile duct. The stone was visualized and the tome was exchanged for a retrieval balloon. The balloon was used to remove the stone and both the jagwire and the balloon were withdrawn. It was then noted that the tip of the jagwire had detached into the patient's common bile duct. The site opened a second jagwire, but noted that the tip detached after being touched by a nurse. The balloon was used to recover the detached fragment with the assistance of a third guidewire. There were no patient complications noted and the patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the pebax tip had detached, exposing the tip of the metal corewire. Presence of adhesive remnants were found on the corewire, indicating that the pebax had been properly attached to the core wire. The ptfe jacket did not reveal any damage and the outer diameter of the guidewire was found to be within specification. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damage found. Therefore, "handling damage" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
(B)(4) tip detached. The device has not been received for analysis. If the device is returned upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05920 and 3005099803-2012-05921 address these devices. It was reported to boston scientific corporation that a jagwire guidewire was used during an procedure on (B)(6) 2012. According to the complainant, the jagwire was preloaded into an tome and advanced into the patient's common bile duct. The stone was visualized and the tome was exchanged for a retrieval balloon. The balloon was used to remove the stone and both the jagwire and the balloon were withdrawn. It was then noted that the tip of the jagwire had detached into the patient's common bile duct. The site opened a second jagwire, but noted that the tip detached after being touched by a nurse. The balloon was used to recover the detached fragment with the assistance of a third guidewire. There were no patient complications noted and the patient's condition has been described as stable.